Manufacturer narrative:
Event summary: it was reported that, during a rirs (retrograde intrarenal surgery) with laser lithotripsy procedure, the basket of the ngage nitinol stone extractor broke during removal of stone fragments. The user opened a new device and completed the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Complaint device was received in the shipping tray and open pouch. One of the basket wires was broken. The basket sheath was kinked in multiple locations and bent at the support sheath. The basket could not be opened/closed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a broken basket wire, confirming the reported issue. It was also found that the basket sheath was kinked in multiple locations and bent at the support sheath. The basket could not open/close due to the sheath damage. The condition of the complaint device indicates it was possible that excessive force was applied during use, causing the damage. However, no information related to device handling during the procedure was known, so the cause for the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Concomitant products: karl storz flex x2 flexible uretero scope with terumo guide wire. Customer phone: (B)(6), mobile: (B)(6), street: (B)(6), postal code: (B)(6), PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a rirs (retrograde intrarenal surgery) with laser lithotripsy procedure, the basket of the ngage nitinol stone extractor broke during removal of stone fragments. The user opened a new device and completed the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.